Event description:
The patient was revised due to right knee instability , patient is concerned about metal in the back of his knee. Someone in o.r mentioned metal ring possibly came from trial insert from primary tka. The insert was exchanged. Doi: (B)(6) 2014. Dor: (B)(6) 2022. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Available x-ray and photo evidence was reviewed. As pertained to the device tibial insert, it cannot be determined the tibial insert contributed to the adverse event of infection. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.